Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17237899 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an aviator plus (.014 6.0 x 15 142 cm), it was reported that the balloon catheter was delivered to the renal artery as post balloon. However, it ruptured during its initial inflation with an evelest inflation device at 5 atmospheres (atm). Therefore, it was removed intacted from the patient and a different size new balloon catheter was used. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. Contrast media was iopamiron. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon catheter was inserted once into the patient. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.

Manufacturer narrative:
The sections have been updated on this report. Complaint conclusion: during the use of a 6x15mm 142cm .014 aviator plus percutaneous transluminal angioplasty (pta), it was reported that the balloon catheter was delivered to the renal artery for post-ballooning. However, it ruptured during its initial inflation with a competitor inflation device at five (5) atmospheres (atm). Therefore, it was removed intacted from the patient and a different size new balloon catheter was used. The procedure was completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. Contrast media was iopamiron. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon catheter was inserted once into the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17237899 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported events as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.